Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.